Event description:
It was reported that, this right ventricular (rv) lead was fracture. The field representative requested information to turn of the ventricular sensing to avoid noisy signals and the technical services (ts) provided instructions. This rv lead remains in service. No adverse patient effects were reported.